Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26243. It was reported the patient is experiencing uncomfortable stimulation and in his ribs after having suffered multiple falls. An x-ray showed no anomalies. Surgical intervention may be pending to address this issue.